Event description:
Patient implanted with zero-p at c3-c4, above a 3 level fusion. Patient returned for follow-up visit and x-ray showed no screw had been placed in the left caudal position and the screw in the right caudal position was backing out. Surgeon has no plan to revise the patient at this time. Patient appears to be asymptomatic.

Manufacturer narrative:
Add'l info has been requested. Implant remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.